Manufacturer narrative:
The customers bio med informed philips's field service engineer (fse) that the machine was working properly but requested that a preauthorization check be completed to ensure machine passes. The field service engineer completed preauthorization check; electrical safety as well as upgrading software to 2.3. Unit passed all tests. The device is ready for clinical use. No further information is expected as no parts were replaced.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
A customer reported that a ventilator went into standby on it¿s own. A patient was being ventilated at the time and the clinical staff were alerted when the blood gas monitor alarmed. No patient harm was reported. Further information has been requested.